Event description:
It was reported that a venogram taken prior to a scheduled retrieval demonstrated that the ivc filter was tilted, with the apex of the filter against the wall of the cava. Reportedly, the filter had been previously manipulated by another physician which resulted in a 90 degree malposition of the filter. The filter was deemed not retrievable. The patient is reported to be asymptomatic.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records (DHR) could not be performed. The filter remains implanted. Therefore, a device evaluation could not be performed. The investigation is currently underway.